Event description:
A female pt rec'd coolsculpting treatment with the coolmax applicator (8.0) to the lower abdomen on (B)(6) 2012. The pt returned to the office on (B)(6) 2013 for follow-up. The office reported that the pt's fat seemed to have become firm and appears to be protruding. On (B)(6) 2013, zeltiq rec'd photos that indicated an enlargement. Intervention will likely be needed to treat the condition, making this reportable. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when info is rec'd about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment dates and confirmed that no system malfunctions occurred during the treatments.